Manufacturer narrative:
A field service engineer (fse) visited the site on (B)(4) 2016. The fse found that the driver board assembly was "physically burned". The direct cause of the issue was found to be a defective driver board assembly. Per the fse, the driver board assembly has been replaced and the customer is operational. (B)(4).

Event description:
The customer reported that an allegra x-12 centrifuge was continuously tripping the circuit breaker, beginning after instrument startup. No sparks, smoke, or flames were present. There was no death or injury associated with this event.